Event description:
The customer reported that a qube mini bedside monitor had shut off on its own while monitoring a patient. There was no patient or user harm associated with this event. The device was returned to spacelabs healthcare for further evaluation. The equipment service center (esc) technician evaluated the device and was able to verify the reported issue. The esc technician found that the unit had a faulty cpu pcba. The faulty board was replaced and after passing all functional and performance testing, the device was returned to the customer. The cause of the reported issue was due to a faulty cpu pcba.